Event description:
It was reported that when starting prostate surgery a "click" noise could be heard by doctor. At 200,000 joules fiber started to fire straight. No report of pt and/or end user injury.

Manufacturer narrative:
(B)(4).